Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller (pc) indicating the generator was approaching its end of service. The elective replacement indicator (eri) message appeared to have triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. In addition, the patient's pc software update would be performed which would clear the message and resolve the issue.

Manufacturer narrative:
Further review of the event determined the device or issue was not associated with the fsca reference 1627487/09/12/2017/001-c.

Event description:
Follow up information received identified the patient's scs ipg was inoperable as no connection between the ipg and patient or clinician programmer could be established. No surgical intervention was planned to address the ipg. The patient instead was to undergo a pain pump trial.

Manufacturer narrative:
The event of ipg reaching end of service was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced.